Manufacturer narrative:
No indication of manufacturing issues that can explain failure. Patient falling was most likely caused by inconsistent release from stance. Patient hurt her arm in the fall and had an x-ray but there is no fracture. Unknown what caused knee function to deteriorate, but most likely due to wear and tear of device. However it must be noted that tf users are commonly known to be prone to falling, irrespective of product failure. Further action is not considered warranted.

Event description:
The customer reported that the prosthetic knee was blocking which caused the patient to fall.

Event description:
The customer reported that the prosthetic knee was blocking which caused the patient to fall and break her arm.